Manufacturer narrative:
A review of the complaint history for (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 cube a2 had invalid memory space a field service engineer removed multiple cubes from drawer 2.1 due to an invalid memory space condition. The drawer controller board was replaced to resolve the memory space issue, allowing recovery of the affected cubie. Following the repair, user successfully reloaded the inventory and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie failed to release and lid was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.